Manufacturer narrative:
H.6. Investigation: 4 photos and 1 used sample were returned for investigation. 4 photos were returned for investigation. The 1st photo shows the top web with batch #4107481 (product expired on apr19). The 2nd and 3rd photos show the catheter condition, no abnormality was observed. The 4th photo shows the fiber-like foreign matter. 4 photos were returned for investigation. The 1st photo shows the top web with batch #4107481 (product expired on apr19). The 2nd and 3rd photos show the catheter condition, no abnormality was observed. The 4th photo shows the fiber-like foreign matter. Based on the laboratory test report, the fiber-like foreign material could possibly be cellulose material. Catheter tip integrity defect: no abnormality was observed on the catheter tip of the actual return sample. Therefore the reported defect cannot be determined. Foreign matter: based on the laboratory test report, the foreign matter matches that of cellulose. Cellophane is a derivative of cellulose. Paper, wood, cotton and similar materials are also composed of cellulose. As the sample received is a used sample, the fm could either be from the manufacturing plant or the fm could be attached to the catheter during product application. Manufacturing process has been reviewed. The fm could come from paper use for documentation or cotton from clothing. A gmp awareness training has been performed for all associates working in neoflon production line and this complaint batch was produced before the training dates. The fm could also come from cotton use for antiseptic swap on patient's skin prior to product application. The fm could had attached onto the catheter of the product. A review of 12 months qn on reported nonconformance was performed. No related qn was raised. Therefore the root cause cannot be established.

Event description:
It was reported that bd neoflon¿ IV cannula catheter tips were damaged. This was discovered before use. The following information was provided by the initial reporter: the catheter tips were damaged like broken, torn etc. The issue occurred 9 times since april 2nd 2014.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd neoflon¿ IV cannula catheter tips were damaged. This was discovered before use. The following information was provided by the initial reporter: the catheter tips were damaged like broken, torn etc. The issue occurred 9 times since april 2nd 2014.